Manufacturer narrative:
The customers reported event of the source device failing to alarm for air in line while transfusing blood was not confirmed during a log analysis or testing. Pr 2019. Log results are indicative of the unit alarming for air in line when the presence of air is in the tubing based on the air bolus. Limit setting configured. Log analysis results confirmed the presence of several ail alarms in the event log for the returned device between 05 mar 2019 and 03 apr 2019. Log results are indicative of the unit alarming for air in line when the presence of air is in the tubing based on the air bolus limit setting configured. Air in line threshold test method results demonstrated customer¿s pump module successfully passing single air bolus detection and an accumulated air detection tests. The root cause of the customer¿s experience of the pump module not alarming for air in the line was not identified during the investigation.

Event description:
The customer reported a nurse watched air run through the pump during a blood transfusion, however the pump did not alarm for air in line. There was no harm to the patient.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics not provided.

Event description:
The customer reported that the device did not alarm for air in line while transfusing blood to a patient. The nurse was there and observed with no patient harm.